Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this case was an extension of a previous anterior-posterior l3-s1 fusion. The revision surgery involved amputating the previously implanted medtronic solera rods at l3-4 with removal of the l3 (6.5mm x 45mm) medtronic solera screws bilaterally. Insertion of new screws at l2 and l3 bilaterally were performed and a tlif of l2-3 was done. The physician assistant had just put in the 4th expedium pedicle screw (7.0 x 45mm) in the right l3 pedicle. The surgeon asked that the screw be inserted another turn. As the pa attempted to advance it, the screwdriver tip sheared off. This piece was visible and remained inside the shank of the right l3 pedicle screw. A brief discussion about retrieving the broken tip occurred between the surgeon and pa and the surgeon decided to leave it there. They did not feel like it could have been removed. This was reported to the circulating nurse in the room and documented by the nurse. This did not cause any delay in case time. The case progressed in normal fashion. Rods and set screws were safely implanted and all screws tightened down with the counter torque and final tightener.